Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item # 00620005622/ shell porous with cluster holes / lot # 61660755; item# unknown / unknown liner/ lot # unknown; item# 00771100900/ femoral stem 12/14 neck taper plasma / lot # 61690517; item# unknown / biolox head/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -00948, 0001822565 -2021 -00949, 0001822565 -2021 -00951.

Event description:
It was reported by patient's legal counsel that patient alleges despite undergoing revision surgery the patient continues to experience pain and discomfort. No revision surgery has been scheduled to date.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).